Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. Pictures were also supplied by the customer. The sample was visually inspected and a dark brownish particulate material was observed in the clear plastic of the drip chamber. The returned pictures showed the same defects. The sample and all information was forwarded to the supplier for further investigation. Their investigation results are as follows: the supplier confirmed the embedded foreign matter to be degraded plastic (pvc) due to the high temperature during the molding process of the plasticization group. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that inside of the drip section of the tubing it was dirty or stained. No injury reported.